Event description:
The customer reported that the on/off key switch broke off into the key cable assembly. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The key cable assembly and the on/off key were replaced. The system was tested and operates as intended.